Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/06/2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The complaint indicates that the patient reported a missing sensor wire. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. A root cause could not be determined.